Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The surgical wound became infected and did not heal. The decision was made to explant the device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an infection of the surgical wound in the post-operative period. A review of the device sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. This is a final report.

Event description:
The surgical wound became infected and did not heal. The decision was made to explant the device.